Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary urge incontinence and urinary/bowel dysfunction. It was reported that they didn't normally feel their interstim at all. The patient said that occasionally they felt a kind of a buzzing or vibration in their left labia area. The patient said that for the past week or so they noticed that the vibration lasted for 2 minutes at about 5pm. The patient said that they knew it sounded bizarre, but they watched the time now and the vibration was happening every day. The patient said they didn't know if this was something that people experienced. The patient said that the manufacturer people said that they felt it on one side. The patient said that they had not adjusted their therapy for some time. The patient said they thought of doing a little adjustment because they were having some increase of symptoms, but the patient didn't want to do any adjustment until they talked to somebody again and did it while they were on the phone with someone. The patient said that they had bad fall and they fractured their right shoulder and that's when their stimulator started to go off and increased the intensity. The patient said that they thought of doing a little tweaking to see if their symptoms decreased a gain. The patient also said that sometimes during the day they would feel a little jolt and that would last seconds but this one actually lasted 2 to 3 minutes and it's on the same time of day. The patient confirmed that the vibration was not hurting them said it was not something that they couldn't bear. The patient said they were told to turn off the strength until they actually felt a discomfort. The patient said it was not a discomfort, it was something like holding something vibrating against them but it didn't hurt but it got their attention, but it didn't hurt. The agent assisted the patient to connect to their therapy and adjust their stimulation. The patient was able to connect to their therapy and increased their therapy level over the phone. The patient confirmed they felt the sensation. The patient said that they now felt the sensation in their left labia and their pelvic area. The agent reviewed the therapy guide. The patient was to monitor symptoms. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the patient on 2026-apr-10. They called back and reiterated previous reported information. They said that since they increased their stimulation, they had one day where they didn't feel the sensation at the same time they'd felt every time before but then the next day that sensation came back on the left side of their labia, only this time it was going off at around 11:37 am. The patient said it was like "an alarm clock" and they thought for some reason the device was "firing" and sending a definite little impulse of electricity going all the way down to their toes, causing them to twitch. The patient also said now the time frame of the "firing" had increased to last 10 minutes now but it still didn't hurt, it was just annoying. The patient also mentioned feeling a "zing" from the stimulation now and then. Patient services asked the patient if they felt the sensation when it "fired" only in specific positions and the patient said this morning when it started they were in a seated position but thought to themselves they weren't going to sit around and wait for it to end so they got up and started doing chores and they didn't feel the sensation when they were up and moving around. The patient reiterated that they'd "taken a serious fall" where they fractured their right humeral head. The patient said they were speaking with their spouse about if the fall caused something to ha ppen to the implanted system and their spouse said they didn't think so because the patient started feeling the "firing" before they had the fall. Patient services reviewed positional stimulation considerations and suggested they could try decreasing the stimulation to see if that resolved the issue and also directed the patient to follow up with their managing health care provider (hcp) to check the implanted system. The patient said they'd really hate to decrease the stimulation because increasing it had made their symptoms better. Patient services reviewed the potential of switching to a new program and again directed the patient to follow up with their hcp. The patient said they were leaving shortly for a week long class out of state but noted they would follow up with their hcp at some point to discuss their concerns. They said at the moment the sensation was bothersome when it happened but they could deal with it until they went to see their hcp.